Event description:
Customer reports receiving a high reading on their freestyle flash blood glucose monitor. In blood glucose tests, customer received a reading of 6.4 mmol/l compared to a lab result of 2.7 mmol/l within 10 mins. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's products have been requested back for an investigation.